Event description:
Patient intubated with medtronic trivantage et. During procedure, leak was heard and glide scope visual revealed cuff was deflated re inflated and cuff deflated short time later. Tube was removed by crna, anesthesiologist and patient was re-intubated using new nim tube.